Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign manufacturer representative regarding a patient who received unknown baclofen (1000mcg/ml, 728mcg/day) in an implantable pump for an unknown indication for use. The pump replacement was performed and the catheter was not cleared. The pump was replaced due to elective replacement indicator (eri). A back table prime was performed successfully and the surgery was completed. In the post anesthesia room (par), the pump was interrogated and indicated it was in stopped pump mode for 13 minutes. The manufacturer representative was then instructed to confirmed the back table prime was performed via session data report. The manufacturer representative confirmed the prime was performed. It was noted it was difficult to get telemetry in the par. Electromagnetic interference and the possibility of programming to stopped pump were discussed. The manufacturer representative was instructed to update programming to reflect the correct ordered prescription. The pump was updated successfully. There were no symptoms reported.